Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analysis. Visual inspection noted that there was blood/body fluid in the lead lumen. A guidewire was attempted to be passed down the lead lumen. The guidewire was not able to be advance further than 193 millimeters from the terminal pin, most likely due to blood/body fluid infiltration. A cut was noted in the lead insulation. The lead tip was intact and undamaged. Laboratory analysis was unable to identify any lead anomalies that would have caused or contributed to a lead dislodgement.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. The patient was seen for a lead revision procedure where the lead was explanted. During the explant procedure the physician was not able to pass a .014 guidewire down the lead. The physician believed there to be blood in the tip of the lead. The lead was explanted and is to be returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. When additional information becomes available, this report will be updated.